Manufacturer narrative:
Per the clinic, the infection was confirmed to be mrsa. The patient also experienced wound dehiscence and was treated with IV antibiotics for 2 weeks and oral antibiotics for 6 weeks (specific date not reported). After the site has healed, the patient underwent revision surgery on (B)(6) 2021, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. This report is submitted on september 23, 2021.

Manufacturer narrative:
Per the clinic, the reason for abutment removal was due to infection at the abutment site. This report is submitted on september 2, 2021.

Manufacturer narrative:
This report is submitted on june 25, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia (date not reported) in order to remove the abutment. The implanted device remains.